Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h7 h9: 3008812560-10/26/2020-001-c device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: lot number h6: corrected a device history record (DHR) review: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 08-jan-2020 expiration date: 01-nov-2029 part number: 03.404.018s, 11mm reamer head for ria 2-sterile lot number: 28p3132 (sterile) lot quantity: 50 parts were reworked. The rework was to 100% inspect the lot for defects in the tip protectors. The lot was to be unpackaged, inspected and relabeled. The result of the inspection was all parts were determined to be acceptable and the lot was released from hold. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m016 lot number: 6774003 lot quantity: 102 inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 26-sep-2019 was reviewed and determined to be conforming. Certification for heat treat was reviewed and determined to be conforming. Raw material certification was reviewed and determined to be conforming. Raw material certificate of tests was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a procedure, the 11mm reamer head and 12mm reamer head broke while reaming. There was a surgical delay of thirty to forty-five (30-45) minutes. The procedure was completed using synream system to ream the femur canal. Concomitant device reported: unknown drive shaft (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 11.0mm reamer head for ria 2 sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) and x-ray was reviewed and the complaint condition could be confirmed as the image provided shows the breakage of the device and fragments. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument. Release to warehouse date: jan 08, 2020. Expiration date: nov 01, 2029. Part number: 03.404.018s, 11mm reamer head for ria 2-sterile. Lot number: 26p0298 (sterile). Lot quantity: 50. Parts were reworked per (B)(4). The rework was to 100% inspect the lot for defects in the tip protectors. The lot was to be unpackaged, inspected and relabeled. The result of the inspection was all parts were determined to be acceptable and the lot was released from hold. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(6) supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m016. Lot number: 6774003. Lot quantity: 102. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073690 met all inspection acceptance criteria. Certificate of compliance received from (B)(4) dated sep 26, 2019 was reviewed and determined to be conforming. Certification for heat treat supplied to (B)(4) from vacu-braze inc. Dated 09-jul-2019 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 54-55 hrc. Raw material certification supplied to (B)(4) from (B)(4) dated mar 22, 2019 was reviewed and determined to be conforming. Raw material certificate of tests supplied to (B)(4) from (B)(4) dated nov 27, 2018 was reviewed and determined to be conforming. Device history review: nov 24, 2020: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- the instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments. The image(s) and x-ray was reviewed and the complaint condition could be confirmed as the image provided shows the breakage of the device and fragments. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.